Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is debris on the devices and they are slightly bent as designed to be. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, after passing the fast-fix 360 meniscal suture through its respective cannula and positioning it in the meniscus, by lowering the first t1 implant with the gray lever as dictated by the surgical technique; then the same step was performed obviating the positioning of the cannula and lowering the t2 implant according to the indications for use, the t2 implant was not fixed in the meniscus causing the non-fixation of the meniscal tear. Both t implants were removed. Surgery resumed after a non significant delay, after the surgeon decided to perform an outside-inside technique, taking 3 stitches and then using a back-up device of the same reference successfully. The patient's health was not affected. No further complications were reported.

Event description:
It was reported that during a meniscal repair surgery, after passing the fast-fix 360 meniscal suture through its respective cannula and positioning it in the meniscus, by lowering the first t1 implant with the gray lever as dictated by the surgical technique; then the same step was performed obviating the positioning of the cannula and lowering the t2 implant according to the indications for use, the t2 implant was not fixed in the meniscus causing the non-fixation of the meniscal tear. Surgery resumed after a non significant delay, after the surgeon decided to perform an outside-inside technique, taking 3 stitches and then using a back-up device of the same reference successfully. The patient's health was not affected. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).